Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported that a patient connected to a carescape r860 suffered an asthma attack. The ventilation mode settings were not achieved, and the ventilator switched to back-up ventilation mode. It appeared that back-up ventilation was not manually set up by the facility therefore, the patient desaturated. The patient was manually ventilated using an ambu bag, the ventilator was replaced, and case resumed. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause could not be determined. The gehc field engineer completed a review of the device and system logs and determined there was no malfunction of the gehc device. Therefore, the root cause of the patient desaturation is undetermined.